Event description:
Reported events of: "syncopal episode", "lightheadedness and fainting episodes", diaphoresis, pallor, weakness, "loss of consciousness", and intolerance from journal article, "gastric band removal and conversion to sleeve gastrectomy for vasovagal syncopal episodes associated with adjustable gastric banding placed using pars flaccida technique", surgery for obesity and related diseases doi: 10.1016/j.soard.2011.07.013.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number. The information has not yet been received by allergan. Based upon the name of the device and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Intolerance and syncope are surgically/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risk associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported event of syncope as follows: other adverse events considered related to the lap-band system that occurred in fewer than 2% of study pts included: diarrhea (n=2), gastric pouch dilatation (n=2), gastritis (n=2), esophageal dilatation (n=2), syncope (n=2), seroma (n=2).